Event description:
Potential for injury associated with the joystick speed potentiometer knob loose and wobbly due to stripped hardware on a tdxsp-cg power chair. This event could cause user to become stranded or it could cause chair to unexpectedly and unintentionally move, causing possible harm to user and/or bystander.